Event description:
On 6/29/92 patient experienced a hypotensive episode during a right bi polar arthroplasty a few minutes after bone cement was applied. The patient was coded but resucitation efforts were unsuccessful. Ten days prior (6/19/92) the same surgeon performed a left hip arthroplasty on an 83 year old female who experienced a similar episode and also expired. Product investigation was implemented after surgeon inquired as to whether there could be a problem with the bone cement. Investigation revealed that the cement utilized in both patients were from the same batch. No adverse occurances were experienced by other patients when cement from this batch was applied. The manufacturer was notified of both occurrances on 6/30/92device not labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: telemetry failure, other, unanticipated adverse reaction - long term. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.